Event description:
Pinnacle claim submission form and medical records received. After review of the medical records the patient was revised to address osteolysis and metallosis resulting to hip pain and walking difficulty. Operative note reported there was a fair amount of grayish brownish synovial fluid consistent with metallosis, cup is slight vertical position. Clinical visit reported right hip pain, discomfort, limited adl, antalgic gait and elevated metal ions. Doi: (B)(6) 2009; dor: (B)(6) 2021 right hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.